Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: white particles, crease fold, opening. White particles were found on the device outer surface. A curved opening was found on the radius of the shell. Labeled as left. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional initially reported "a left side exchange of implant with no complaint against the device". Healthcare professional later noted "hole-non-specific" and "plug separated". Device has been explanted.